Event description:
It has been reported to philips that exposure was not possible. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions and log file review showed a problem with the ippc (image processing computer). The fse disassembled the housing and reconnected the ippc inner slot card, bypassed the disk bay board, and redownloaded the ippc operating system. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Troubleshooting actions and log file review showed malfunctioning frontal ip-pc (image processing computer). The fse disassembled the housing and reconnected the ippc inner slot card, bypassed the disk bay board, and redownloaded the ippc operating system. Post repair action the device was returned to use in good working order. The codes were updated based on the investigation outcome.